Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube containing plasma was stored at "-20" for 24 hours before dropping to "-80", shipped to the lab in a container of "dry ice", and upon arrival, "cracked/split". The following information was provided by the initial reporter: "received a call from a customer who is reporting that they receive tubes from a specific site that are edta tubes that only contain plasma but are frozen at -80, send on dry ice and when they receive them the tubes are cracked/split. There are no samples for investigation, there are no specific lot numbers and this is an ongoing issue, this is for research purposes only. No exposure." "Spoke with customer and he states that the site is collecting plasma off a bag into the edta tubes. The site freezes at -20 for 24 hours before dropping to -80. Tubes are shipped in a container contains dry ice but tubes do not directly come in contact with the dry ice. Other sites use the same shipping method but do not have any issues. He will try to obtain pictures and lot#'s from site having issues. Site is also reviewing their process to make sure everyone is following the sop. Discussed there is no freeze claim on this tube and discussed freezing procedures and that tubes once frozen need to be treated like a glass tube."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube containing plasma was stored at "-20" for 24 hours before dropping to "-80", shipped to the lab in a container of "dry ice", and upon arrival, "cracked/split". The following information was provided by the initial reporter: "received a call from a customer who is reporting that they receive tubes from a specific site that are edta tubes that only contain plasma but are frozen at -80, send on dry ice and when they receive them the tubes are cracked/split. There are no samples for investigation, there are no specific lot numbers and this is an ongoing issue, this is for research purposes only. No exposure." "Spoke with customer and he states that the site is collecting plasma off a bag into the edta tubes. The site freezes at -20 for 24 hours before dropping to -80. Tubes are shipped in a container containing dry ice but tubes do not directly come in contact with the dry ice. Other sites use the same shipping method but do not have any issues. He will try to obtain pictures and lot#'s from site having issues. Site is also reviewing their process to make sure everyone is following the sop. Discussed there is no freeze claim on this tube and discussed freezing procedures and that tubes once frozen need to be treated like a glass tube."